Event description:
It was reported that the patient was slow, his legs were shaking, and his reflexes were ¿no good.¿ it was noted that the patient¿s device was on, otherwise he would be worse and ¿wouldn¿t be able to move.¿ it was reported that the patient¿s doctor had locked his setting and the patient needed programming. It was later reported that an appointment was made for the patient at a clinic. It was reported that the patient had an unrelated back surgery earlier the month of the report and since that time they had noticed a slowness of his movements and shaking legs. The reporter stated that the device was left on during the procedure and the surgeon had decided that it was ok to leave it on. It was reported that they went to adjust the patient¿s voltage post-procedure as they could with the previous device, and it stated that he was locked out. It was noted that the patient hoped that a doctor would unlock it for him. Currently the device was on 3.4 volts with continuous usage.

Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_ext, serial# unknown, product type: extension. (B)(4).